Event description:
A user facility reported that an internal dialyzer blood leak occurred several minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed from the fibers within the dialyzer. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies using the same machine. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and no longer available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred several minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed from the fibers within the dialyzer. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies using the same machine. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and no longer available to be returned for a manufacturer evaluation.